Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for other chronic/intractable pain (trunk/limbs). It was reported that the patient was charging too frequently. In the couple of weeks prior to (B)(6) 2017, the patient had to charge her implant every three days and she used to have to charge after a week. The patient asked for the name and contact information for a local manufacturer representative (rep). The issue began in (B)(6) of 2016.

Event description:
Additional information received reported that the cause of having to recharge more often was that the device was almost nine years old. They were having to recharge their stimulator every three days. Steps taken to resolve having to recharge more often was putting on their recharging belt and recharging the stimulator. The issue of recharging more often issue had not been resolved. It was reported that they had an appointment with their spine doctor on (B)(6) 2017 where a replacement of the stimulator would be needed.